Event description:
On 9/20/99 post cardiac cath, there was a failed perclose arteriotomy closure that required manual pressure for hemostasis. The pt developed a hematoma that was felt to have stabilized. The pt was discharged home.